Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3387 lot# j0421698v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 3387, lot# j0421701v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 7482, serial# (B)(4), implanted: (B)(6) 2005-08-26 explanted: (B)(6) 2014, product type: extension. Product ID: 7482, serial# (B)(4), implanted: (B)(6) 2005-08-26 explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
Additional information received reported the patient¿s infection at the device pocket was diagnosed on 2014-(B)(6). The patient had symptoms of redness and pain. The patient did not have meningitis. A culture was obtained of the device pocket and ¿coag staph¿ was cultured. The total system was explanted and IV/oral antibiotics were given to the patient. The infection had resolved at the time of this report.

Event description:
It was reported the patient had a stage 2 deep brain stimulator (dbs) procedure on the day of report. They had an infection that presented in (B)(6) and had the entire dbs system explanted at that time. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.